Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified artificial arteriovenous fistula in left upper limb artery. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first expansion at 18 atmospheres, the balloon burst despite the pressure being below the expected burst pressure. The device was pulled and found damaged, and the procedure was completed by inflating another of the same model. The patient condition was well and stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the gladiator elite was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer, without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification, the rated burst pressure for this device is 24 atmospheres. A visual and tactile examination found the tip of the device to be damaged. A visual examination found no issue with the markerbands. A visual and tactile examination found the shaft of the device to be kinked at more than one location. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified in the artificial arteriovenous fistula in left upper limb artery. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during the first expansion at 18 atmospheres, the balloon burst despite the pressure being below the expected burst pressure. The device was pulled and found damaged, and the procedure was completed by inflating another of the same model. The patient condition was well and stable post-procedure.